Event description:
It was reported that during a supply change the user was unable to attach the new connect adaptor for the ilet system, consistent with a fitting problem involving the connector/coupler. Troubleshooting and education were provided by customer care support, and the user ultimately completed the supply change successfully from another lot. Investigation of this case revealed a mechanical problem associated with the connector/coupler consistent with a fitting issue. No adverse clinical symptoms or conditions reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.